Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance. The physician has elected to monitor the patient and no intervention is planned. There were no adverse patient effects and the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.